Event description:
The customer claimed that this unit will intermittently not recognize the battery in compartment b.

Manufacturer narrative:
(B)(4): the customer claimed that this unit will intermittently not recognize the battery in compartment b. The customer claims this happens with multiple batteries. There was no reported pt incident or user harm. A philips bench technician evaluated the device and confirmed the problem. Battery pca pins on the b side were found to be bent and pushed in. The device was repaired by the replacement of the battery pca. After passing all performance assurance tests the device was returned to the customer. The bent battery pin is most consistent with damage from use outside of normal and expected, and not considered a malfunction.